Event description:
A journal article was submitted for review titled "culprit vessel revascularization first with primary use of a dedicated trans radial guiding catheter to reduce door to balloon time in primary percutaneous coronary intervention". This article looked at a single-center, prospective, randomized study, that compared two strategies: electrocardiogram (ECG)-guided immediate intervention on the culprit vessel with a single trans-radial guiding catheter (stgc) versus complete diagnostic coronary angiography followed by culprit vessel percutaneous coronary intervention (pci), to assess door-to balloon (d2b) time. The trial name was the rapid ii (ECG-guided immediate primary pci for culprit vessel to reduce door to device time) trial which was carried out between february 2017 and july 2019. A total of 560 patients with st-elevation myocardial infarction (stemi) were randomized into two groups in a 1:1 ratio: the stgc group (n = 280) or the control group (n = 280). The stgc group underwent ECG-guided culprit vessel pci using a stgc with either a 6f medtronic mac 3.5 or a medtronic jl 3.5 guide catheter followed by contralateral angiography using the same guiding catheter. Jl 3.5 guiding catheter manipulation technique was used for the right coronary artery (rca) and the mac 3.5 guiding catheter was used for both the left coronary artery (lca) and rca. If the initial stgc failed to engage the culprit vessel, contralateral angiography with the same stgc was allowed before changing the guiding catheter for the culprit vessel pci. The control group underwent complete coronary angiography with a non-medtronic 5f diagnostic catheter, followed by culprit vessel pci. The right radial artery was the default access. The stgc group underwent coronary angiography for both the lca (including the left anterior descending artery (lad), left circumflex artery (lcx)), and the rca, and complete culprit vessel pci was defined as stgc success. Major adverse cardiac events (mace) included cardiac death, reinfarction, and ischemia-driven target vessel revascularization. Radial artery perforation (rap) was de fined as persistent extravascular loss and accumulation of contrast medium through the vessel wall, as demonstrated by angiography. The primary endpoint was the d2b time. The secondary endpoints included catheterization laboratory door-to-balloon (c2b), procedural, fluoroscopy times, and mace at 30 days follow-up. During the diagnostic coronary angiography, in the stgc group, initial guiding catheter engagement failed in eight cases (3 in the lca and 5 in the rca), of which three cases with culprit vessels failed. During the pci procedure, nine patients required guiding catheter exchange (6 in the lca and 3 in the rca) in the stgc group. The total stgc success rate (both coronary angiography and culprit vessel pci) in the stgc group was 92.5%. Eight patients in the stgc group crossed to the femoral route. The causes of crossover in the stgc group were radial puncture failure, radial/brachial tortuosity and tortuous innominate artery/subclavian artery. Eleven patients had radial artery angiography and were diagnosed with rap when resistance was encountered during guiding catheter advancement. Rap induced by advancing stgc was observed in two patients in the stgc group. The rap rate was significantly higher in the control group than in the stgc group. No catheter-associated coronary complications were observed in either group. No emergency coronary ar tery bypass graft was performed in either of the groups. In the stgc group the following in hospital outcomes were reported: in hospital mace (n=7), cardiac death (n=6), reinfarction (n=1), target vessel revascularization (n=1). The following 30 day outcomes were reported: 30 days mace (n=7), cardiac death (n=6), reinfarction (n=1), target vessel revascularization (n=1), bleeding academic research consortium (barc) bleeding =3 type (n=2) and staged pci (n=17). There was no significant difference in mace at 30 days between the two groups.

Manufacturer narrative:
Guo j, wang g, li z, liu z, wang y, wang s, wang y, wu y, wang h, wang y, zhang l and hua q "culprit vessel revascularization first with primary use of a dedicated transradial guiding catheter to reduce door to balloon time in primary percutaneous coronary intervention." Frontiers in cardiovascular medicine, no. 9:1022488, 2022, doi: 10.3389/fcvm.2022.1022488. Pmid: (B)(6). B3: date of publication patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that it was not believed that there was any causal relationship between the medtronic 6f mac 3.5 or medtronic jl 3.5 guide catheter and any of the cardiac deaths reported or adverse events reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.